Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced underfill or low draw of a tube with blood after use. The following information was provided by the initial reporter: the "customer reported a low-vacuum tube."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through corrective and preventive action 260774 (CAPA). H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® edta 2k experienced underfill or low draw of a tube with blood after use. The following information was provided by the initial reporter: the "customer reported a low-vacuum tube."